Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable collar broke off inside the hp. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the facility for evaluation. Signs of clinical usage was observed, and no blood could be detected. A visual analysis was performed. One of the two ends of the extension cord connector collar was observed to be broken off. The broken end of the extension cord connector collar was found to be stuck in the harvesting tool extension cord connector. Based on the returned condition of the device, and the results of the evaluation, the reported failure "break; cord" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable collar broke off inside the hp. A replacement device was used to complete the procedure. The hospital did not report any patient effects.